Event description:
It was reported that seven days post catheter placement, the catheter hub was cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is unconfirmed for the reported catheter hub fracture as no cracks were noted on the hub during functional evaluation. Further upon infusing and aspirating the catheter, no leaks were noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post catheter placement, the catheter hub was cracked. There was no reported patient injury.